Event description:
On (B)(6) 2012 the distributor reported that the keypad buttons were unresponsive. The okay, up arrow, and down arrow buttons were said to be affected. No damage was reported and no other functional issues were noted. This complaint is being reported because the keypad button issue could not be resolved at the time of the complaint.

Manufacturer narrative:
The initial reporter was (B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the pump was returned with a worn keypad but without visible damage to the keypad. All buttons responded properly during testing. The keypad was removed and contamination was found under all button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.